Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium on the alinity c processing module for one patient that was not reported out of the laboratory. The following results were provided (reference range 1.6 to 2.6 mg/dl): sid (B)(6), initial result= 9.5 mg/dl; repeat result= 2.0 mg/dl; repeat result (alternate analyzer) = 1.9 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity c magnesium assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66386ud00. A device history record review did not identify any non-conformances or deviations related to the complaint lot number and complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium reagent lot 66386ud00 was identified.

Event description:
The customer observed a falsely elevated magnesium on the alinity c processing module for one patient that was not reported out of the laboratory. The following results were provided (reference range 1.6 to 2.6 mg/dl): sid (B)(6), initial result= 9.5 mg/dl; repeat result= 2.0 mg/dl; repeat result (alternate analyzer) = 1.9 mg/dl. There was no impact to patient management reported.